Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the lighting lens adhesive peeling issue could not be determined, however, it is likely the result of stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
During inspection of the returned loaner device, it was noted, the adhesive part of the light guide lens of the loaner duodenovideoscope was peeled off. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device at the repair center confirmed the initial inspection finding. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Adhesive on bending section cover was chipped. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.